Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Visual inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. The lenses were released according to specifications. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Age/date of birth: unknown/not provided. If explanted, give date: not applicable, as the lens remains implanted. (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The physician observed brownish deposits on a symfony intraocular lens (iol), model zxr00, and suspected a biofilm issue on the surface of the iol. This was observed one day post-op after the iol was implanted in the left eye. The patient is seeing a patch in her vision. This is the second eye done with a symphony lens and the patient is very hyperope. No floppy iris was observed. The patient's visual acuity (va) is 6/12 unaided, which the physician did not plan for. No color reading test was done. Eye drop treatment was prescribed. Explanation of the lens is expected, and to be scheduled. On september 15, 2016 it was learned that the physician had planned to explant the lens, however when she injected viscoelastic, the biofilm disappeared. The physician went ahead and did an I&a (irrigation and aspiration) instead to clean out the viscoelastic. No further information was provided.